Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no documentation that shows a causal relationship between the event of recurrent coagulase negative staphylococcus peritonitis, subsequent inguinal hernia or the small bowel obstruction and the liberty cycler. Additionally, there is no allegation against any fresenius products and the adverse events. However the organism - coagulase negative staphylococcus identified in the pd fluid was first identified in the pd fluid collected on (B)(6) 2017; therefor the peritonitis episode identified during hospitalization is a recurrent peritonitis event. There is an association between the event of inguinal hernia and the increase in intra-abdominal pressure that can occur during the normal course of pd therapy. The small bowel obstruction was resolved with surgical lysis of adhesions and right inguinal hernia repair.

Event description:
Information in the complaint file reviewed by clinical staff. On 06/05/2017 it was reported by the peritoneal dialysis (pd) nurse that this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy presented to the hospital and was admitted on (B)(6) 2017 with recurrent coagulase negative staphylococcus peritonitis and was discharged to home on (B)(6) 2017. During the hospitalization course the patient received cefazolin via intraperitoneal as well as intravenously (IV) for antibiotic therapy. At some point (reason unknown) the patients' pd catheter was removed. The patient had a right intrajugular (ij) permanent dialysis catheter placed on (B)(6) 2017 and was transitioned to hemodialysis therapy for means of renal replacement therapy (rrt). After the patients' pd catheter was removed, the patient developed symptoms of a small bowel obstruction. A computerized tomography (CT) of the abdomen resulted on (B)(6) 2017 identified a high-grade small bowel obstruction related to a right inguinal hernia. General surgery was consulted and surgery for recovery of bowel function was performed (date unknown); this included repair of the right inguinal hernia with mesh and laparoscopic lysis of adhesion. The patient was discharged home on hd outpatient therapy (thrice weekly) with IV ancef (anti-biotic) post dialysis until (B)(6) 2017.